Event description:
It was initially reported that the trd patient has been having suicidal ideations and has had one suicide attempt. It is unclear if this is normal for the patient or an increase in activity. Good faith attempts to obtain additional information have been unsuccessful to date.